Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Unit was cut/open and inspected moisture damage found on the pcb1. The pump history file/traces download was successful using thus. The power management graph was in specification. Battery alarm was recorded and found in the formatted history file on the event date: 12/26/2023 18:31:00.000, 12/26/2023 18:41:00.000 off no power (11). 12/26/2023 18:47:41.000, 12/26/2023 18:47:52.000 batt out limit(6). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and corroded battery tube. Unexpected battery power not confirmed. However, during visual inspection, found moisture damage on the pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the had an issue with battery on insulin pump. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert, replace battery now alarm, or off no power alarm. It was found that was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.